Manufacturer narrative:
Eval summary - investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a pt had cells migrating on the anterior surface of the iol and anterior capsule opacification. Postoperatively, a yag was performed. Add'l info has been requested.